Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the device exhibited noise, oversensing and pacing inhibition of up to fifteen seconds. Additionally, interrogation difficulty was experienced. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.